Event description:
It was reported the screen of cs300 intra-aortic balloon pump (iabp) was not displayed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). Event site address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse troubleshoot the display and was able to reproduce the reported failure. The fse, cleaned the video receiver board and video receiver cable. Dust removal work performed inside the device. The fse measured equipment used after each work, an operation check was performed based on the periodic inspection record sheet and it was confirmed that the device is currently operating properly.